Manufacturer narrative:
A short test run of the handpiece showed that it was heating up quickly. It did also show that the bearings have been running noisy. After disassembly of the handpiece it was visible that the bearings have been gritty and worn. This causes higher friction and therefore heat up during the use. It was also visible that the push button had scarring marks on the inner side. This indicates that the handpiece gets used as a retractor. This causes that the push button gets pressed while the handpiece is spinning, causing contact to moving parts, causing high friction and therefore heat up of the head. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the push-button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. (B)(4).

Event description:
During an standard dental treatment the head of the handpiece heated up but did not cause a burn. Patient just complained about heat. Dentist can't recall patients name, hence she was not able to supply more detailed information. Date of incident is hence best estimate.